Event description:
A pharmacist reported that a visible particle was found inside the syringe, before the surgery. There was no pt impact.

Manufacturer narrative:
The product was returned for analysis and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. There were no similar complaints received for this lot. A retention sample of this batch was tested and no particles were seen. The results of clear, colorless, slight silicone present, were within specs for the tested parameters. Further comments will be available after eval of the complaint sample. (B)(4).